Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and discovered to be dislodged via a chest x-ray. The lead was explanted and replaced. The patient was stable before, during and after the procedure.